Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device change out for normal eri. Rep during the procedure, a temporary loss of capture was observed. It was later noted that the patient's telemetry picked up a pause. The patient was examined and the lead was tested resulting in normal lead impedance measurements. Loss of rv capture was observed upon device interrogation. X-ray revealed a change in the rv lead position. The rv lead was pulled back significantly from physician over extending the device in the pocket after implanting a new lv lead. The rv lead was capped and replaced on 12/29/2017. Patient was fine prior to, during and after the procedure.